Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to analyze. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned for evaluation. The clinical event data from the event was returned and evaluated. Review of the data showed the device correctly started and completed an ECG analysis as soon as it turned on. The log then showed the device was switched to manual mode but an analysis was never initiated. The user then power cycled the device, but the device remained in manual mode because it was not powered off for more than 120 seconds. A zoll representative reported the findings to the customer, which the customer admitted that the issues were due to lack of knowledge on how to use the device. The investigation concluded the device worked as expected. No trend is associated with reports of this type.